Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure is user error; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 8/11/2022 it was reported by a sales representative via sems that an ar-6480 pump is producing an inaccurate flow during a case. There was no harm or affect caused to the patient.